Event description:
The injector flow rate was set for 2.0ml/sec and the syringe filled with 100 ml's of non-ionic contrast. After starting the injection, the tech went into the CT room to check on the pt. An extravasation was observed under the area of the eda patch. The tech paused the injector and the remote indicated that 37 ml's had been injected. The facility believes all 37 cc's of contrast extravasated due to the size of the extravasation. The pt was treated with hot then cold compresses, no further intervention was required.